Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and verified the customer reported condition. The fault was isolated to the touchscreen printed circuit board (pcb). Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator generated a screen block error. Although requested, patient involvement information has not been provided.

Manufacturer narrative:
(B)(4). Updated pt info.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.